Event description:
During tka surgery, it was found that there was a foreign material (piece of vinyl material) inside the polymer's inner pouch. Another simplexp was used without problem. There was no adverse outcome to the patient to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).